Event description:
Pt presented with slight effusion. X-rays revealed wear of tibial insert. The insert was revised.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.